Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient experienced loss of therapy due to lead migration. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient underwent a surgical procedure on (B)(6) 2023 during which the lead was explanted and replaced to address the issue.